Event description:
The core micro drill was sent for eval because, it overheated during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The customer's complaint could not be duplicated; the device has no power. Visual examination revealed corrosion of the internal components.